Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump, and they will reach out to their healthcare provider (hcp) for insulin therapy until the replacement arrives.